Event description:
A malfunction on the pump was reported by the customer. Blood glucose levels were not adversely affected as they did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to reach out if the issue happens again, which they acknowledged.